Event description:
Consumer states that their meter is not giving accurate readings. Readings are erratic. Analysis run on clark error grid using mean average reading (54) as ref. Point vs. Bd readings (28, 79) yielded data points in the d range of the grid, outside acceptable limits.